Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A partial UDI is being reported because the lot number was not provided. Is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the reported patient effects. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a starclose se device after a diagnostic procedure. Reportedly, one week post-procedure the patient experienced pain radiating down her right leg and went to the emergency room. The physician examined and stated the patient had good blood flow; however, felt there was possible nerve damage. The clip is scheduled to be removed on (B)(6) 2015. No additional information was provided.